Manufacturer narrative:
(Patient code).

Event description:
Additional information was received indicating that the issue occurred prior to use, the infusion was not life sustaining, there was no patient or clinical injury, and there was no patient involvement.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped out lower corner of the top case also cracked right plunger case. Event log history was performed, and no error was found relating to the customer? Concern. During analysis, software version (B)(4) was found on a 4000 pump at power up. It was noted that the customer did not upload from base to head when the new main board was installed on the pump, and this was the cause of the reported issue. Service will upload from base to head to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had main board issues. No adverse effects were reported.